Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope while the user was handling the device, which led to an abnormality in the electrical parts and resulted in a loss of image. The event can be detected by following the instructions for use (IFU) which state: " inspection of the endoscopic image". The event can be prevented by following the instructions for use (IFU) which state: " do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was able to be confirmed. During the device evaluation. It was also observed, that there was a leak in the connector rubber, channel, on the bending section cover and on the connectors. Additionally, it was observed, that there were multiple dents causing a failed ring gauge at the insertion tube. Upon further inspection: it was observed, that there was no image/ black image and an electrical continuity error; due to water invasion in the connectors. It was also observed, that the bending section cover had a hole/cut. It was observed, that there was a crack at the bending section cover. Lastly, it was observed, that there was clicking at the control knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope failed the leak test. And there was a kink in the scope. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed, that there was no image, and an error was present which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.